Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection was performed with the naked eye which identified a black particulate matter (pm) inside the fluid path of the heater line. The pm was partially encapsulated and intrinsic to the manufacturing process. The reported condition was verified. The cause of the condition was due to a pin build up of plastic material during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter observed inside the tubing of a homechoice automated pd set with cassette. Which of the tubings the particulate matter was observed in was not specified. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.